Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant of a right ventricular (rv) lead due to over-rotation of the helix during the procedure, it became impossible to push out or retract the helix. The rv lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.